Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was unable to rewind the insulin pump. Customer stated that he could not get the reservoir into the pump due to the pump not rewinding. Customer also reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer stated the reading was 130 points off when the pump went into threshold suspend. Customer's blood glucose reading was 156 mg/dl. Product is not being returned or replaced.